Event description:
It was further reported that the ra lead dislodged. The ra lead was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected b5 and a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a possible undersensing of p-waves or far-field r-wave oversensing, and the rhythm in the atrium was unclear. The healthcare professional discussed the inability to determine if the episodes were true ventricular tachycardia or supr aventricular tachycardia with rapid ventricular response due to the device being programmed in vvir mode. It was suggested to bring the patient in for an in-person device check. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead was "misplaced". The ra lead was reprogrammed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a possible undersensing of p-waves or far-field r-wave oversensing, and the rhythm in the atrium was unclear. The healthcare professional discussed the inability to determine if the episodes were true ventricular tachycardia or supr aventricular tachycardia with rapid ventricular response due to the device being programmed in vvir mode. It was suggested to bring the patient in for an in-person device check. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.